Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Using a new transfer guard and plunger, performed pre-fill test and no occluded anomalies were noted during analysis. Evaluated one open/used reservoir and no occluded anomalies were noted during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they woke up with high blood glucose levels of 600 mg/dl. The customer declined troubleshooting the issue. The customer mentioned that the threshold suspend feature did work but there were instances where the alarm triggered and the customer found their sensor was reading lower than what her actual blood glucose levels were. The customer sent their reservoir back for analysis.